Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. Two (2) part number rbl2320 low profile primary guides were returned for evaluation. Both fractures were nearly identical. The primary guide broke directly across the slider and across the root of the first thread. The mode of fracture was a transverse brittle fracture. No fatigue lines were noted, implying an acute event rather than fatigue from repeated use. It is possible the root cause of the reported event is over tightening of the primary guide during compression; however, based on the information received, the root cause could not be conclusively determined.

Manufacturer narrative:
The investigation is currently pending, and a follow up report will be submitted upon completion of the investigation.

Event description:
It was reported during the procedure, when compressing the plate, two (2) rbl2320 low profile primary guides broke on the same plate. The procedure was prolonged by 10 minutes due to the need to recover the broken pieces and take off the guides. The procedure was completed using replacement guides. This report is related to report number (B)(4) for the other low profile primary guide involved in this event.